Event description:
It was reported via repair work order that the stretcher was experiencing intermittent zoom due to a pinched wire by a ziptie. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.